Event description:
Small holes leaking air as syringe is being used. Total of 10 so far. This butterfly safety lok needle has holes in the collar of the needle that cause air to leak into the syringe it is connected to.